Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial lead had oversensing of noise with non-sustained ventricular tachycardia (nsvt) and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead is scheduled to be revised but no date has been set. The lead remains in use. No patient complications have been reported as a result of this event.